Manufacturer narrative:
Investigation: device history review: a review of the device history record was completed for batch 6106737 reorder number (B)(4). Product was manufactured at the bd (B)(4) site april 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Customer sample/photo analysis: the customer¿s indicated failure mode was confirmed in review of submitted customer photos of crushed luer adapters. Root cause: the damage appears to have originated at the labelers due to an exit track jam. In review of historical pir data, this appears to be an isolated incident and not representative of the overall batch quality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had a damage shield leading to sterility breach. No serious injury, no medical intervention.